Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-01313. The serial number (B)(4) and catalog number 6500000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-01313 for full reporting of serial number (B)(4) and catalog number 6500000000 for this complaint.

Event description:
This is a duplicate of MFR report # 0001831750-2013-01313. The serial number (B)(4) and catalog number 6500000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-01313 for full reporting of serial number (B)(4) and catalog number 6500000000 for this complaint.

Event description:
It was reported by repair work order that the customer alleged that there are broken welds on cross members in between the wheels. Upon inspection of the unit by the service technician, it was identified that the welds were broke on the xframe and lift tubes. Exposed sharp edges were reported.